Manufacturer narrative:
Follow-up #1: date of submission 05/12/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 05/03/2016 with the following findings: a review of the pump black box and alarm history showed cs088 alarm occurred. During investigation the pump was not able to power on. Further testing was unable to be performed. The complaint of the cs 088 call service alarm issue was not able to be adequately investigated due the power failure. The power issue was reported under medwatch report number 2531779-2016-00192. The pump was opened and there was moisture corrosion was found in the battery canister and on components of the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.